Event description:
The company was informed that the patient suddenly experienced no sound. Testing showed out of range impedances. Advanced bionics is in the process of gathering further information; once further information is received, a supplemental report will be submitted.